Manufacturer narrative:
The pump was received with minor scratched lcd window, cracked case near belt clip rails, missing reservoir tube o-ring and missing retainer. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was broken at the reservoir connection and was missing plastic guard and o-rings. No further information provided.